Manufacturer narrative:
Upon receipt of additional information from the reporter this report is a duplicate of mrn #: 2024601-2011-00102.

Event description:
Regulatory agency reported right side alcl related death presented as "mass". Pathological markers were provided as (cd30 positive and alk negative). Device was explanted. Healthcare professional additionally reported "malignant seroma, recurrent after initial drainage. Pathology demonstrated large mononuclear cd30+ alk- cd45+ cd20- cd15- cd43-, anaplastic lymphoma cells. Recurrent disease involving axillary lymph nodes, supraclavicular fossa, mediastinum, and bilateral lung infiltrates. Patient received chop chemotherapy and radiation therapy which was unsuccessful, and patient died of disease 9 months after initial presentation." This was found to be a duplicate of mrn #: 2024601-2011-00102.

Manufacturer narrative:
In response to FDA report number mw5087739. The events of lump/nodule, lymphoma-alcl, and death are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. The reason for reoperation is "alcl" related death presented as "mass". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported right side alcl related death presented as "mass". Pathological markers were provided as (cd30 positive and alk negative). Device status is unknown.